Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this aortic mechanical heart valve was explanted and replaced on the day of implant because the valve was too small. The physician decided to replace it with a larger sized valve. The physician stated that there were no issues related to the valve and that the patient needed a larger size. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.